Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2023. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00910, 3008114965-2023-00912. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received at cerenovus ¿ blue lagoon site for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile cerepaktm detacher was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was noted. The slider was easily translated when activated, and audibly click was heard upon completion of actuation, and the slider automatically recovered to the starting position after actuation. There was an audibly click heard upon completion of reset. The proximal end of a cerepak coil delivery system was easily inserted inside the nose cone. There were no visible blockage or damage that could cause resistance. The handle slider was noted to travel 18 mm, and the proximal inner tube travel distance was 14.3 mm. The nose cone was removed while keeping the housing intact, the internal components were visually inspected, and no appearance of damages was observed. The slider was actuated while the ceramic insert was being observed, and the insert moved and visually connected with the slider. The housing was opened, and the internal components were visually inspected. No irregularities were observed. The corner of the ceramic insert used for detachment was marked, the pin was removed, and the pin and ceramic inserts were measured and found within specifications. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the failure of the mechanical detacher could not be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The instructions for use (IFU) contains the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00910, 3008114965-2023-00911, and 3008114965-2023-00912. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a pipeline / coil embolization case in targeting a right distal internal carotid artery (ica) aneurysm over 2cm in size with a neck measured at almost 20mm in a very tortuous vasculature, after many attempts with multiple wires and catheters, access was obtained into the right middle cerebral artery (mca) and a 5mm x 35mm pipeline embolization device (ped) (medtronic) was deployed. A headway® duo 156 microcatheter (microvention) was jailed into the aneurysm prior to the deployment of the ped. The first 18mm x 46cm cerepak uniform xl coil (fcx181846 / 31168338) was advanced through the microcatheter minimal resistance around the second manual break marker. The coil was inserted into the aneurysm without difficult. The manual break technique was attempted without success. The wire had fractured and the physician attempted to remove the wire with a forceps; the physician also attempt to retract the expose wire without success. The coil was then removed without issue and was found intact in the field. A second 18mm x 46cm cerepak uniform xl coil from the same lot (31168338) was advanced without any issue. A cerepaktm detacher (mdh1 / 102109430) was used to detach the second coil. The handle was used properly without success. The second coil was removed without issue. The manual detachment approach was attempted without success. The rest of the case was coiled with presidio and micrusphere coils without issue. There was minimal delay of treatment and no negative patient outcome reported.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone email address is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00910, 3008114965-2023-00911, and 3008114965-2023-00912. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.